Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that drawers 5.1 and 5.2 were not detected on the bus. The back panel was opened, and all indicator lights were found to be normal. Connections were reseated and the device was tested. The customer verified that functionality was restored. Proactive inspection process service had been performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main 5.1 multiple pockets were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.